Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation and breast pain. Concomitant medical products: a mentor smooth round moderate profile 275cc , catalog number 3501645, serial number (B)(4), lot number 6924381. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 275cc and experienced deflation and breast pain on the left breast implant. As a result, the patient had undergone removal and replacement with unspecified breast implant on (B)(6) 2020.

Manufacturer narrative:
On 2/5/2020, the mentor failure analysis lab has received the device for evaluation. On 2/19/2020, during visual evaluation of the sample it was noticed a leakage at the union between shell and valve. Microscopic examination was performed and the cause of the rupture could not be identified. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. The second product received (product code 350-1645 and lot number 6924381) is a concomitant device, therefore no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/23/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 1/30/2020, it was reported to mentor that the replacement devices were mentor smooth round moderate profile saline implants 300cc. Manufacturer¿s reference number: (B)(4).